Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report unintended movement it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and restricted posterior leaflet. It was noted the vessel access was not predilated. While introducing the steerable guide catheter (sgc) into the groin, a kink was observed in the deflectable distal part. The sgc was never fully introduced into the patient. The sgc was visually inspected, and the distal part was noticed to have an issue. Therefore, the sgc was not used and was replaced with another. The new sgc was able to be introduced with no issues. A mitraclip xtw was implanted without issues. The mr was reduced to trace. A mitraclip xt was then selected for treatment and advanced to the mitral valve. A quarter plus turn on the knob was applied to overcome an aorta hugger. After detachment from the clip delivery system (cds), the clip was locked, but the clip opened from less than 20 degrees to greater than 60 degrees. The xt was stable on the leaflets and mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported difficult positioning was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic video and one (1) fluoro still image were provided; both the image and video capture the same instance, as the image appears to be a snapshot of the video. In the fluoro, two fully deployed clips and the second cds can be visualized; the cds and sgc appear to have curves applied still. The delivery catheter (dc) of the second cds is fully retracted such that the radiopaque tip ring is against the steerable sleeve soft tip and there is a clear separation between the l-lock shaft and second clip (reported device). This indicates the fluoro video/image were likely taken immediately post deployment (mechanical separation) of the second clip, prior to removing system curves for cds retraction into the sgc. It was reported that the first implanted clip (no reported issue) was an xtw size and the second implanted clip (reported device) was an xt size. To this end, the top clip in the fluoro video/image appears to be the reported xt clip based on the relative clip arm sizes. The xt clip (reported device) appears to have an arm angle of ~40°, while the xtw clip (no reported issue) appears to be in a fully closed position (~20°) per the instructions for use. While the arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is apparent that the xt clip (reported device) is opened to a larger degree than the xtw clip (no reported issue). Furthermore, there is evidence of some misalignment between the trajectory of the l-lock shaft and centerline of the xt clip (reported device). Refer to figure 1 which provides a basic linear assessment of the positioning of the l-lock shaft relative to the deployed xt clip. This suggests potential misalignment in the grasp; misalignment in the clip positioning with the valve plane and/or line of coaptation during leaflet grasping & deployment may result in tension on the clip. When the clip is deployed under tension, the position of the clip "centerline" relative to the l-lock shaft trajectory can change causing misalignment, as observed. While this is not a definitive contributing cause for a post deployment cowl, it is indicative that there were additional forces exerted on the clip arms that potentially contributed to the reported observation. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video and image provided.¿

Event description:
N/a